Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump alarmed unexpected restart after battery change due to broken solder joint at interface board. The insulin pump was received with missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.